Event description:
Pt reported a faulty device when there was no fluid during an appointment. Follow-up findings: surgeon reported that during a surgical exploration, the port tubing was found to be "perished" and two weeks later removed and replaced the 10.0cm lap-band system with an aps lap-band system. The explanted device will not be returned.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned and is presumed discarded after surgery by the rptr. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. The surgeon is presumed to have discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."